Event description:
It was reported that the patient stated that she got a line block alarm and tried to resume with current cassette several times and alarm kept repeating. Patient stated she then had to change the cassette and infusion set to resolve the issue. Patient stated after the replaced the alarm did not happen again. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.